Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized. Customer stated he had a severe low blood glucose event and was found unconscious and had to be treated. Customer is unsure what they gave him but knows it was about 7 units of something in an IV. Blood glucose value at the time of the incident was 30 mg/dl. Customer stated that the doctor is changing his basal rate settings and started dialysis. Current blood glucose is 100 mg/dl. Customer is not currently wearing the insulin pump. He has been cutting his boluses in half and not estimating for food either but is still going low. Nothing further reported.